Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side rupture. Healthcare professional report a left side capsular contracture, baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec and creases fold. Voids in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side rupture. Healthcare professional report a left side capsular contracture, baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d6b., d.9., h.3., h.6.

Event description:
The device has been explanted.